Event description:
An abbott field service representative (fsr) reported that five replacement cell-dyn sapphire hemoglobin syringes sent to a customer site could not be properly installed onto the cell-dyn sapphire hematology analyzer, due to incorrect syringe pulls which also included the incorrect size nut on the syringe pulls. The non-conforming syringes cause the analyzer to generate system initiated message (sim) 0833 hemoglobin reagent syringe failed to home" immediately upon installation, therefore, it is not possible to utilize the syringes as analytical results cannot be generated. The error message will occur 100 percent of the time using the non-conforming syringes. A product recall has been issued and reported for the cell-dyn sapphire hemoglobin syringe to the FDA on december 11, 2008. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
Concomittant medical products and therapy dates: cell-dyn sapphire hemoglobin syringe. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The cell-dyn sapphire hemoglobin reagent 5.0 ml syringe pull assembly non-conformity, which resulted in "syringe fail to home" error messages immediately upon installation of the syringe, was due to human error in the manufacturing assembly process. The cell-dyn sapphire 2.5 ml and 5.0 ml syringes are look alike parts, similar in design, used on the same workstation and stored in close proximity to one another. There was an absence of attention activators to alert the user of the difference between the two parts. The following corrective actions were implemented to prevent recurrence of the issue: the 2.5 ml and 5.0 ml syringe drive assemblies are now built on different workstations. The syringe pull storage bins are of different colors and were relabeled clearly to indicate which part is used where. The storage bins were relocated to different workstations so they are no longer in close proximity to one another.

Event description:
It was reported that when the ventilator was connected to the pt a technical error alarm was activated and no gas flow was delivered. (B) (4)-(B) (4).